Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the reservoir was still partially full, but the pump was reading empty. There was a significant amount of air in the line. They gave the patient a new pump and send this pump back for review. Settings reviewed: a continuous infusion rate of 3 ml/hour had been programmed, with a total reservoir volume of 0 ml and given 138 ml. The air detector had been turned off while upstream sensor had been turned on. There was 50 ml remaining after drawing up medication from the bag. The event occurred while in use with patient at patient's home, but no patient harm/adverse event was reported.